Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and found that the drive regulator on the vacuum regulator was just below specification and the pressure regulator was low but still within specification. To resolve the issue, the stm exchanged the tank seal and performed calibration verification, functionality, and safety checks to factory specifications. The iabp was released to the customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, a helium leak occurred. No adverse event was reported.